Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an event where introducer needle was hard to remove during insertion on (B)(6) 2024. The insertion site was stomach. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.